Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system onsite and confirmed that the flexvision pc was not turning on. Furthermore, philips field service engineer (fse) inspected system onsite and found that the flex vision monitor in the exam room is not working and displaying completely blank with no backlight. Review the log file which showed that a device 'flexviewing pc for flexvision' is unreachable. The philips engineer fse replaced the flex vision pc, reloaded software, did configuration, provided functional testing and found alright. After replacement of the flexvision pc, reloaded software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Valuation method codes were corrected.

Event description:
It has been reported to philips that flexvision pc was not turning on. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that flexvision pc was failing. The flexvision pc has been replaced and the system was returned to use in good working order.